Manufacturer narrative:
The main component of the system. Other relevant device(s) are: aexch282840, v00061083y.

Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently unstable with a ruptured aaa. The patient had an existing aneurx stent graft that lost proximal seal. The physician implanted an endurant bifurcated stent graft, but the imaging was very difficult and the device was implanted lower than intended and did not achieve seal. Then an endurant aui was implanted and successfully sealed the aneurysm. The patient had lost a lot of blood prior to the first endurant implant and was unstable. CPR was being performed between placement of the first endurant stent graft and second endurant stent graft. After the endurant aui was successfully implanted the patient coded again and they were not able to resuscitate. The patient expired in the or.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.